Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was loosely folded. Microscopic examination of the balloon and stent did not reveal any damage or irregularities. Microscopic examination of the shaft revealed a 3mm tear with scratches in the outer shaft material at the proximal weld. There were numerous shaft and hypotube kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that balloon rupture resulting in inadequate stent apposition occurred, and chest pain and left ventricular failure were experienced. The target lesion was located in the left main (lm) / left anterior descending (lad) arteries. Following the insertion of a non-bsc guide wire, the vessels were re-imaged and pre-dilated with a 2.0mm x 12mm maverick2 balloon catheter at 12 atmospheres for 13.25 seconds and another 3.0mm x 12mm maverick2 balloon catheter at 12 atmospheres. Subsequently, a 12x4.50 omega¿ stent was advanced to treat the lesion. During inflation, the balloon ruptured resulting in partial expansion of the stent in the lad. This caused a partial occlusion in the left coronary artery and patient had chest pain. Morphine was given and dropping of pressure was noted. The stent delivery system was removed causing the stent to move proximally by 2mm. The stent was then re-ballooned with a 2.0mm x 8mm nc quantum apex monorail balloon catheter at 20 atmospheres and another 4.5mm x 8mm nc quantum apex monorail balloon catheter at 14 atmospheres. Intravascular ultrasound (ivus) was performed and demonstrated the mid-stent was not well apposed. Hence, post-dilatation was performed with a 5.0mm x 8mm nc quantum apex monorail balloon catheter at 14 atmospheres. The protrusion on ivus was approximately 3mm in the aorta. The patient had acute left ventricular failure (lvf) post procedure needing frusemide 80 intravenous (IV) and glyceryl trinitate (gtn) infusion. No further patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that balloon rupture resulting in inadequate stent apposition occurred, and chest pain and left ventricular failure were experienced. The target lesion was located in the left main (lm) / left anterior descending (lad) arteries. Following the insertion of a non-bsc guide wire, the vessels were re-imaged and pre-dilated with a 2.0mm x 12mm maverick2 balloon catheter at 12 atmospheres for 13.25 seconds and another 3.0mm x 12mm maverick2 balloon catheter at 12 atmospheres. Subsequently, a 12x4.50 omega¿ stent was advanced to treat the lesion. During inflation, the balloon ruptured resulting in partial expansion of the stent in the lad. This caused a partial occlusion in the left coronary artery and patient had chest pain. Morphine was given and dropping of pressure was noted. The stent delivery system was removed causing the stent to move proximally by 2mm. The stent was then re-ballooned with a 2.0mm x 8mm nc quantum apex monorail balloon catheter at 20 atmospheres and another 4.5mm x 8mm nc quantum apex monorail balloon catheter at 14 atmospheres. Intravascular ultrasound (ivus) was performed and demonstrated the mid-stent was not well apposed. Hence, post-dilatation was performed with a 5.0mm x 8mm nc quantum apex monorail balloon catheter at 14 atmospheres. The protrusion on ivus was approximately 3mm in the aorta. The patient had acute left ventricular failure (lvf) post procedure needing frusemide 80 intravenous (IV) and glyceryl trinitate (gtn) infusion. No further patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).